Event description:
It was reported to covidien on (B)(6) 2011 that a customer has an issue with micro introducer, 7f 7cm. The customer states that when doctor was accessing the second vein to be treated on the same pt, he placed the mis7f-07 over the .018 wire and the wire fractured. Doctor said that there was little to no force when the wire broke. The wire was in place during treatment of the gsv. Approximately two inches of the wire remained in the pts vein. A cut down was performed to try to "fish" the wire out but it was not successful. The pt was brought back in the afternoon and the doctor injected sclero foam in the vein in order to scleros over the wire.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.